Event description:
Consumer states that there is a thumb lever by the handles that you push to go forward or backward and the lever always returns to the middle and it no longer does therefore the scooter keeps moving.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.